Manufacturer narrative:
All buttons function properly, however moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratched display window and cracked case at display window corners.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error during a bolus. Customer's blood glucose level was 205 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.